Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed seven devices were returned in original packaging with the batch number of the complaint on the label. The color scheme of the devices matches the print. Five of the devices are unopened/sealed. Two devices are out of the packaging. Opened device one showed it has minimal scoring and some bio debris. The blade edges are smooth. Opened device two has heavy scoring on the inner blade in two locations. The blade edges are dented from use. Bio debris is present. The five unopened/sealed devices show no visible defect. Functional testing found both the opened inner blades rotated freely inside the outer blade when spun by hand. A spin test was performed on each utilizing a reference control unit and mdu in saline solution. The blades were agitated in the solution and tapped lightly against the side of the glass beaker during the spin test. No shedding or particles were noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive side-loading and minimal irrigation. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an arthroscopy, while performing subacromial decompression with the full radius bone cutter, metal debris began shedding off into the patients joint space. The joint was cleared of metal debris via suction. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.